Event description:
It was reported that pump displayed malfunction alarm malf 24 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to contact healthcare provider for backup insulin therapy, and technical support arranged replacement pump shipment, confirmed warranty and address, and instructed customer to place malfunctioning pump in storage mode and return it within 10 days using prepaid materials, then to program pump settings and reconnect continuous glucose monitor on replacement device.